Event description:
Information was received from a consumer regarding a patient receiving fentanyl, bupivacaine, and prialt via an implanted pump. The indication for pump use was intractable spasticity. The patient reported that the communicator was taking a long time to charge. The patient clarified that they had to prop the cord in a certain position in the port to get the green light to come on and for the communicator to take a charge because the charging port was loose/wiggly. The agent asked how long it took to charge, and the patient stated they didn't know how long, but the charging port was loose, and it had been going on 'between the last few weeks¿ and was getting worse. While on the call, the patient mentioned that their handset was taking '15 minutes to show up.¿ the patient stated that they were told that it was because of how many boluses they took throughout the day. The agent reviewed how to clear data from the handset. Prior to clearing the data, the patient's data was 38.22 mb. A replacement communicator was requested from the repair department.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory product ID a820 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) ubd: 18-oct-2025, UDI#: (B)(4) ; product ID: a820, serial/lot #: unknown, ubd: 18-oct-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.